Manufacturer narrative:
The insulin pump was received with frozen display due to corroded electronic assemblies also with corroded motor home switch. Unable to verify unresponsive buttons due to frozen display. The keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump fell into the water, and now it is not functioning properly. Customer's blood glucose levels at the time 8.1 mmol/l. Advised insulin pump would be replaced.